Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, a pocket failed to open or release. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket had failed. A field service engineer (fse) found that cubie in drawer 4.1 was failing to unlock, tried to recover but the issue persisted, shut down the system and replaced the retractor band due to wear, then reseated the row board cable. The system was booted up, and all cubie functionalities in drawer 4.1 was tested using the hardware test application, the fse also checked the drawer for debris. The fse reviewed the cubie statistics and found that cubie d1 was faulty. The system was booted up again, and all issues were recovered by ejecting cubie d1. The system functioned as intended after the field service engineer repaired the device.